Manufacturer narrative:
Exact date unknown, event occurred in 2018. Explant date: procedure happened in the year 2018.

Event description:
It was reported that the patient's ipg was non-functional. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.